Manufacturer narrative:
This device was returned and inspected. The allegation was confirmed. In addition, olympus confirmed that the image of the endoscope was black when the electrical power was on. Olympus could not conclusively specify the root cause of the suggested event. Inspection revealed deformation or breakage of the connector. Scratch was observed on video connector, bending section cover, control unit, grip, angulation lever, forceps elevator, light guide cover glass, light guide connector, and video connector. In addition, the label on video connector was peeled. Olympus presumed that the event was caused due to contact failure of the inside the scope including the connecting parts between the circuit board inside the distal end or the video connector and charged coupled device cable. However, olympus could not analyze the cause of the event from the actual item any further nor specify the cause of the event. Repair history: according to the repair history, olympus confirmed that repair of scratches at a-rubber was performed on (B)(6), 2023. User can possibly reduce/prevent occurrence of the suggested event by handling the device in accordance with the following instruction for use, which states the following: ¿ "inspection of the endoscopic image while observing the palm of your hand, confirm that the examination light is on and that the endoscopic image is free from irregularities." ¿ "angulate the endoscope and confirm that the endoscopic image is free from irregularities." A review of the device history record (DHR) confirmed that the subject device was shipped in accordance with the specifications. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during laparoscopic cholecystectomy, there was no image displayed on monitor when the scope was connected. As reported, "this is not a blackout, but a situation in which light enters the edges of the observation image, but the center is black (no error)." The customer mentioned that the device was previously sent for repair and returned unrepaired. The same problem was confirmed at the first use after returning. The patient was being anesthetized, but the procedure was cancelled. Attempts to obtain additional information was made however, unsuccessful. There were no reports of patient or user harm associated with this event. This report is being submitted to capture the breakage of the image sensor, deformation or breakage of the connector, and other failure mode found during device evaluation.